Manufacturer narrative:
Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that a patient underwent a cesarean section procedure on (B)(6) 2017 and suture was used. The patient was discharged on (B)(6) 2017. It was noted that one piece of suture came out from vagina on (B)(6) 2017. Color doppler ultrasound was completed and no other anomalies were found. Now the patient's condition is stable. The surgeon opines that it might be a suture absorption issue, that the suture absorbed too quickly. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). An empty opened foil and two suture pieces were returned for analysis. During the visual inspection of the two suture pieces was observed body fluids and tissues along of the suture pieces. The suture pieces were noted to have some degradation as the suture is absorbable. No conclusion could be reach on what cause the reported event.